Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a leak found during prime was not confirmed because the sample was not available for evaluation. The root cause was not determined. Per the complaint information, the patient stated they had the clamp open on a line that was not connected to anything. Labeling review found the labeling adequate for the potential user error identified in the complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and reported that the unused supply line clamp was left open and there was now solution on the floor. The technical service representative (tsr) explained that supplies are compromised and the home patient (hp) will need to start over with new supplies. The tsr walked the hp through ending therapy procedure and advised the hp to notify the nurse in the next 24 hours. The tsr asked if the supply bag was disconnected or leaking and the hp stated that the unused clamp was open and hanging down. The hp ended therapy and will start over with new supplies. Product surveillance spoke with the nurse on (B)(6) 2011. The nurse said that they had spoken to the hp since but he had not mentioned this issue. Product surveillance recommends retraining or review of proper procedures. The nurse said that the hp was doing fine and there was no patient injury or medical intervention.